Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a leak and the balloon would not fill. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a leak and the balloon would not fill. There was no harm reported to the patient.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional contact information: +(B)(4) a getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse tried replacing helium reservoir, didn't work. Came up -17mmhg. Will have to set regulator when I replace pim and tried replacing drive manifold assembly and worked on pump for a couple of hours and replaced pim and return to clinical service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following parts associated with this complaint: drive manifold and pim. These parts were received with a reported unit failure message of leaking not filling balloon. Performed visual inspection of all parts received and both drive manifold assy, looks to be in good condition and observed blood inside the pim tubing. Installed the both drive manifold assy. Into the cardiosave test fixture and tested separately to the factory specifications per revision d and the cardiosave service manual revision q. The failure analysis and testing department could not verify the failure of leaking and not filling the balloon. Both drive manifold assy. Passed testing. Due to observed blood inside pim tubing and for personal safety hazard the failure analysis and testing department can not do further investigation for the pim. Retaining all parts in the fat dept. As per procedure (B)(4)rev al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Fse tried replacing helium reservoir, didn't work. Came up -17mmhg. Will have to set regulator when fse replace pim and tried replacing drive manifold assembly and scroll compressor and worked on pump for a couple of hours and replaced pim and return to clinical service. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: drive manifold and pim. These parts were received with a reported unit failure message of leaking not filling balloon. Performed visual inspection of all parts received and both drive manifold assy, looks to be in good condition and observed blood inside the pim tubing. Installed the both drive manifold assy. Into the cardiosave test fixture and tested separately to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department could not verify the failure of leaking and not filling the balloon. Both drive manifold assy. Passed testing. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. Due to observed blood inside pim tubing and for personal safety hazard the failure analysis and testing department can not do further investigation for the pim. Retaining all parts in the fat dept. As per procedure (B)(6) rev al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.